Event description:
Customer reported the patients' images are getting mixed up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended.